Event description:
A general electric -ge- portable xray unit's power cord shorted, while the technician was plugging the unit into an a/c outlet to recharge the batteries. The power cord and a/c outlet were burnt, the user was not injured. A service was placed with ge and the power cord was replaced. Dates of use: 1 day.